Manufacturer narrative:
(B)(4).

Event description:
It was reported that someone had a ¿really bad experience¿ with a medtronic neurostimulator for pain in 2002. It was noted that the woman¿s son, living in or near (B)(6), had a neurological disorder in which every sensation felt as pain. It was noted that it started in his ankle, but grew to cover both legs so he was in a wheelchair. It was noted that many different options were tried with little success. It was reported that one of these options tried was a medtronic neurostimulator. The trial ¿went well and seemed to reduce much of the pain.¿ it was reported that the device was implanted in his butt cheek. It was noted it was extremely painful constantly and the patient was unable to sit in his wheelchair. The ¿electro-tech¿ tried many things but could not repeat the trial results. It was noted that four ¿technicians¿ tried to "do the settings." It was reported that ultimately the device was removed, but the implant site was and remained a location of some of his worst pain. If additional information is received, a supplemental report will be filed.